Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2017 with the following findings: the bolus button cover was found to be missing. Moisture was observed on the button contact. The battery compartment was found to be cracked and the keypad was unresponsive. Moisture was observed on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile change/unresponsive) issue. It was reported that the audio bolus button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.